Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The emergency room nurse reported the customer having high blood glucose levels and needing help with the insulin pump. The blood glucose value at the time of admission 519 mg/dl. The customer had symptoms of vomiting and back pain. The cause of the hospitalization was hyperglycemia. The customer was wearing the pump at the time of the hospitalization. The customer was unable to complete troubleshooting due to not having the necessary equipment to complete testing. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare provider¿s instructions. The insulin pump will not be returned for analysis.